Manufacturer narrative:
Retainer ring = black. Insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarms noted during testing. Moisture damage was found on the electronic assembly (pcba 1) during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked case on battery tube side and pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.